Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined from the photographs and video that were provided for investigation. Two photographs and one video were provided for investigation. The video and photo supported the reported leak. Without the physical sample, a functional test could not be performed to determine the root cause. The device appeared to be unused; however, as the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
On (B)(6) 2026, while replacing the cvc catheter on patient 1205 in ward 12 of our hospital, a nurse discovered leakage at the connection point between the septum and syringe hub during air removal after opening the packaging and connecting a 20ml saline injection solution prior to attaching the needle-free closed-system infusion connector. Despite repeated adjustments, leakage persisted, prompting discontinuation of use. A new needle-free closed infusion connector of the same origin, batch number, and model was substituted. No recurrence of the issue occurred, leading to the determination that the leakage resulted from a product quality defect. The patient suffered no harm. Subsequent operations involving products from the same batch revealed no similar issues.

Manufacturer narrative:
E.1. (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.